Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to chronic pain, inflammation and loosening of the tibial and femoral component at the cement to implant interface. Unknown cement was used. It was also reported that surgeon had never done well with this knee and wanted a revision. Components were removed and a full attune crs construct was placed. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.